Event description:
The complainant alleged that during a routine shift check by a clinician the device powered up to a blank display and the recorder would jam and not print. The complainant indicated there was no pt involvement with this reported malfunction.